Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient implantable neurostimulator recharger (insr) was not working right because it would not charge the ins completely. Patient stated that he spent 3 hours last night of this report, but the ins did not charge. Patient confirmed that when he charges the implantable neuro stimulator (ins), he has full coupling boxes and sees a battery blinking at him. Patient was asked to start charge session for the ins to continue troubleshooting, but the patient declined and said he did not have time to do that. It was reviewed that in order to understand what was going on, they needed to do some troubleshooting over the phone. Patient said "it's just not finishing the charge". Patient confirmed that it was blinking 3/4 full and not completing the last quartile for a full charge on the ins. Patient confirmed that he knows what charged sufficient screen looked like and he has not seen it. Patient was asked if he was charging in a well ventilated area when charging ins. Patient confirmed that he holds the insr in his hands, while sitting in a chair, when he will see the thermometer appear, after about an hour of charging the ins. The thermometer screen was reviewed to the patient. Patient also reported that the insr has "messed up twice now" because he sees the thermometer come up on the screen. Patient states he does not want to do anything with it because he does not even use it (the ins). Patient reported that he has not had to use the stimulator since 2014 when he had the ins placed because patient has not had a bit of pain after the health care professional (hcp) placed wires in his spine. Patient said that he only keeps the ins charged but he does not have the ins on. Patient states he wants to take the ins out. It was reviewed that it is a medical decision to have the ins explanted and suggested to talk to hcp about it.